Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring of a peritoneal dialysis (pd) transfer set was missing. This occurred during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown) correction made to b5: there was no patient involvement (previously submitted as there was report of patient injury or medical intervention associated with this event). H10: the sample was received for evaluation. A visual inspection with the naked eye noted a missing blue pull ring cap to the patient adapter. The reported condition was verified. The cause of the condition was related to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.